Manufacturer narrative:
(B)(6).

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A specific root cause could not be identified for this event. Data provided for investigation did not indicate an issue. The samples could not be further tested using alternate methods. In (B)(6) 2010, acceptable method correlation was demonstrated between the i400 and mod p vancomycin applications and the i400 and tdx vancomycin applications. The patient was not adversely affected.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 80 mg/dl and 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The user received questionable high results for vancomycin on 5 different samples collected on different days from the same patient on the integra 800 analyzer. All samples were sent out to a reference lab for repeat testing on a beckman coulter lx20 analyzer. Patient sample 4 was repeated on (B)(6)2010. Patient samples 1, 2, 3 & 5 were repeated on (B)(6)2010. All samples are trough samples for vancomycin. Patient 1, sample 1, initial result from venous sample gave 31.4, and the repeat result was 17.2 ug/ml. The initial result was reported outside the laboratory. The laboratory called the doctor with the repeat result of 17.2 ug/ml and issued a corrected report. Patient 1, sample 2, on (B)(6)2010 initial result from venous sample gave 24.5, the repeat result was 10.1 ug/ml. The initial result was reported outside the laboratory. The laboratory called the doctor with the repeat result of 10.1 ug/ml and issued a corrected report. Patient 1, sample 3, on (B)(6)2010 initial result from venous sample gave 22.6, the repeat result was 7.9 ug/ml. The initial result was reported outside the laboratory. The laboratory called the doctor to provide the repeat result of 7.9 ug/ml and issued a corrected report. Patient 1, sample 4, on (B)(6)2010 initial result from a venous sample gave 22.4 ug/ml. This result was reported outside the laboratory. The doctor questioned this result because the patient had not been given vancomycin for several days. A second sample was collected from the patient's central line on (B)(6)2010 and was tested yielding a result of 21.8 ug/ml. This second sample was sent out on (B)(6)2010 to the reference lab for testing on the beckman coulter lx20. On (B)(6)2010 the reference lab provided the laboratory with the vancomycin result for this sample of 8.5 ug/ml. On (B)(6)2010, the user repeated both samples collected on (B)(6)2010 from the patient on this integra 800 analyzer giving 22.0 ug/ml for the venous sample and 22.2 ug/ml for central line sample. The repeat vancomycin result of 8.5 ug/ml was the corrected result called to the doctor. Patient 1, sample 5, on (B)(6)2010, initial result from venous sample gave 23.1, the repeat result was 9.7 ug/ml. The repeat result was reported outside the laboratory. The patient was not affected by the event. Vancomycin reagent lot numbers, 61383801 and 62066601. The customer declined field service dispatch for this issue the customer said based on the fact that vancomycin results from other patient samples correlated with the reference lab, he was confident the vancomycin assay was working and the issue was specific for this patient.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.